Event description:
The customer stated that the aspartate aminotransferase activated (asta) reagent is labeled incorrectly, it is labeled as alt-a instead of ast-a. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.